Event description:
It was reported they are requesting the control module to be upgraded to ex. No pt involvement.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination: the unit was found to require the back panel assembly to be replaced. The device was functionally tested, met all product requirements and returned to the customer.